Event description:
Hcp reported patient experienced infection of pump site with fever, redness, drainage, and thinning of skin over pump. The patient was given IV and oral antibiotics with explantation of device. The patient experienced increased spasms with pump removal.